Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a max force biliary dilation balloon was used in an ercp procedure completed on (B)(6), 2010 (patient age, weight, gender and ID are unknown.) According to the complaint, during the ercp procedure, the maxforce balloon was inserted into the scope and positioned within the common bile duct for dilatation. However, the balloon burst during inflation. It was unknown to what pressure the balloon was inflated. No part of the balloon detached when it ruptured. The entire maxforce balloon was removed from the patient. The procedure was completed with an olympus brand balloon and there were no patient complications. The patient's condition has been reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)